Event description:
Additional information received. Patient responded from follow up sent and indicated replacement resolved their reported event and overjoyed with results.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the explanted ins would not be returned as it was disposed of at the hospital. The information had been confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the battery would not charge. The patient wanted to meet with a rep. No symptoms were reported. On (B)(6) 2020, the patient reported that the ins had died and they needed a replacement. Then, on (B)(6) 2020, additional information was received from the patient. It was reported that the battery has died and they needed replacement. Patient provided their weight information. Patient had not charged the battery in over a month. Patient waited out until they needed additional time to require use of scs. Patient added that the battery on their unit is substandard. The battery did not hold charge. With the old battery, patient could go 2 months without charging. Battery became burdensome. Patient had to charge it every week or go without stimulation. Patient inquired to why the battery supply was changed, but all it has done is to require additional surgery to replace. Follow up was sent to the patient to confirm if surgical intervention was scheduled. Their response was received on september 15, 2020, and the patient reported the ins replacement was scheduled to take place on (B)(6) 2020. On september 15, 2020, the manufacturer representative (rep) reported that the doctor told them that the ins was dead and they suspected overdischarge after reviewing the date the ins was implanted. No further information was reported. Follow up was sent to the rep to confirm the status of the replaced ins to determine if it could be returned to be analyzed.